Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, ¿intraoperative fracture or breaking of instruments has been reported for general instruments.¿

Event description:
During a procedure a pin fractured during use. It is unknown if any fractured pieces fell into the patient, however there was a delay of fifty minutes.

Manufacturer narrative:
(,)(4). The following report is submitted to relay additional and corrected information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Compatibility check is not applicable to the reported device as it is an instrument. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.